Event description:
It was reported that the pt presented to the clinic with dizziness. The right ventricular lead exhibited noise with oversensing. It was clinically resolved by reprogramming. The lead remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.